Event description:
Device issue: stent damage. Adverse event: occlusion. Onset of adverse event: unk. It was reported that there was stent damage and the stent became occluded. Though requested, no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.